Event description:
It was reported the patient did not have stimulation and her ipg would not communicate with external devices. A replacement charger did not resolve the issue. Follow up identified the physician replaced the ipg, and it was reported the patient had effective stimulation coverage postoperative.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.